Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving dilaudid with a concentration of 2000 mcg/ml and a dose of 300.1 mg/day for spinal pain. It was reported that the reason for the call was intermittent motor stall. Hcp stated that the pump has been stalling and recovering on a fairly regular basis starting in april. The patient cannot think of anything magnetic in his environment that might be causing the stalls. Stalls ranged from a couple of minutes to a couple of hours in duration. It was mentioned that hcp noted that patient had heard the pump alarm while it was stalled. Reviewed option to continue to seek a potential magnetic/emi source. Reviewed option to replace the pump if hcp or patient is not confident in the pump's continued performance. The issue was not resolved through troubleshooting. No symptoms reported.

Event description:
Additional information was received from the device manufacturer representative indicated that no additional stalls had been recorded in the pump logs. It was reported that the pump was recovered at this point and that the patient would continue to monitor for any pump alarms and would inform the office if another alarm occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.